Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be exhibiting high pacing thresholds, farfield oversensing, low amplitudes, and a decrease in pace impedances since implant. The ra lead was then explanted and replaced. No additional adverse patient effects were reported.